Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Two additional batches provided: batch: 2402021, batch creation date: 2024-01-31, batch expiration date: 2029-01-31. Batch: 2404022, batch creation date: 2024-03-22, batch expiration date: 2029-03-31.

Event description:
Dear supplier, following previous communication related to the issue of plastic particles found inside syringes, we update in the present report the information on additional batches involved. The issue of plastic particles was discovered initially on one batch of product (50 ml syringe) and adria med sent a first notification to bd (on april 18th, 2024). After further check, adria med found the same issue on additional batches of syringes (20 ml and 50 ml) and on may 05th, 2024 sent the updated notification to bd, reporting all batches involved at the date (batches 2302108, 2307101, 2308779, 2310049, 2311021, 2312020, 2401010 of code 300223, 50 ml format, and batches 2312057, 2401027, 2402080, 2403069 of code 302055, 20 ml format). Bd opened internal complaints on batches above mentioned (ref. (B)(4) but after investigation no actions have been taken to solve the problem. Due to impact of the issue, adria med continues the check on all batches of syringes is receiving and after the notification already sent, new batches of syringes are involved by the same issue. In particular, after visual inspection, plastic particles have been found in other batches of 10 ml and 50 ml syringes. In table below the results of defective units (containing plastic particles) found for each lot: code: batch : defective units found (n.) : percentage of defective units: (%) 300223 (50 ml) , 2402021 , 2/210, 1. 300223 (50 ml) , 2404022 , 35/210 , 17. 300223 (50 ml) , 2406007 , 6/210 , 3. We ask to reopen and deepen your investigation on the issue reported, considering its extension in terms of batches involved, percentage of defect found and critical level (risk of plastic particle contamination in infusion solutions). Based on what above, identification of proper corrective and preventive actions is essential and we expect a prompt and exhaustive answer to this notification. We remain at your disposal for any additional information needed. Thank you for your cooperation.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the customer had provided an event date. Section b updated to reflect accurate event date. Device evaluation: two samples from lot 2402021, three samples from lot 2406007, and three samples from lot 2404022, were provided to our quality team for investigation. Through visual inspection, no particles were observed within the products from lot 2402021, however, particles were identified within one sample from lot 2406007 and two samples from lot 2404022. Characterization testing was performed and identified the particles are consistent with polypropylene particles mixed with silicone. A device history review was performed for the reported lots 2402021, 2406007, and 2404022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment during the assembly process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.